Manufacturer narrative:
This event occurred because MRI safety standards were not followed bringing a magnetic oxygen cylinder in the examination room. It is stated in the instructions for use that no magnetic materials should be brought into the examination room. The safety directions in the instruction for use contain warnings on this matter. (B)(4).

Event description:
Philips received a report that a patient was brought to the mr system on a non-magnetic bed, housing an oxygen cylinder in the lower part. When bringing the bed closer to the magnet, the oxygen cylinder was attracted to the magnet. As result an operator sustained a cut in the hand and had to undergo surgery to repair tendons in the left little finger.